Event description:
It was reported that a small volume intermate had an occurrence of no flow during filling of nacl 0.9%. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample with approximately 60ml of fluid in the bladder. Visual inspection showed no signs of blockage. A functional test was performed and flow was observed at the distal luer. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This lot was manufactured between january 8, 2013 and january 9, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.